Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - two instruments that had ¿deformed¿ during surgery. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the trial corail revision stem 15 had one of the distal prongs bent. No breakage was found. The observed condition of the device can be attributed to a combination of heavy use and exposure to unintended forces during repeated attempts at insertion and extraction. Properly handling and attention to the approved use of the device diminishes the risk of failure. Please refer to corail®revision stem surgical technique for a proper usage of the device. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the trial corail revision stem 15 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the distal splines were bent. There was surgical delay approximately 10 mins.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two trial corail revision stems deformed during surgery. The distal splines were bent. There was approximately 10 minutes of surgical delay.